Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. Boston scientific technical services (ts) reviewed and noted noise on the electrocardiogram (ECG) and absence of ventricular pacing. Ts also indicated loss of capture (loc) but no asystole of more than 2 seconds. A surgical intervention was not performed due to a non-device related patient condition. Additional information was obtained from the field representative indicating that the lead dislodgement was confirmed through chest x- ray. The device was reprogrammed to aai and the lead remains in service. No adverse patient effects were reported.